Event description:
The customer complained that a pt leaned over the left intermediate siderail and the siderail failed, causing the pt to fall from the bed. The customer alleges that they were unable to get the siderail to latch correctly, so they "slammed" it into the locked position. The customer alleges that the siderail would then, not release after it was "slammed" into the locked position. No injury as a result of the fall.

Manufacturer narrative:
The technician evaluated the bed and found the siderail functioned properly. The technician demonstrated the functionality to the nurse on duty. The technician was unable to duplicate the alleged incident. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.